Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer tried to initiate a use of centrimag motor and console. During start up, an m3, pump not inserted, alarm was observed. The motor was swapped out with a replacement and the system worked as expected. The issue was isolated to be the motor only and exchanging the motor resolved it. It was noted that the console continued to be used.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m3: pump not inserted alarm was unable to be confirmed. The centrimag motor (serial number (B)(6)) was evaluated at the service depot. The motor was connected to a test centrimag loop and ran for several hours with no atypical alarms observed. The motor was connected to a second test centrimag console for an extended period of time, and no issues were observed. The motor underwent functional checkout and passed all tests without issue. The motor operated as intended throughout testing and no motor alarms were reproduced. The unit was returned to the customer site. Provided information stated that the motor was exchanged and the alarm resolved, isolating the issue to the motor. It was stated that the console continued to be used. No log files were available. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.